Manufacturer narrative:
Upon further investigation, this complaint was determined to be a duplicate of the event reported under MDR# 2031642-2022-02980. This was confirmed through communications received for both reported cases. Any additional information will be documented and reported through MDR# 2031642-2022-02980.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and reported the issue occurred during preventative maintenance servicing. There was no patient involvement. During pm service it was discovered that nav-ring was broken and not working properly. The staff at the hospital was informed that the nav-ring is not working properly and suggested to use the display to regulate values, however the accept-button was working properly. To resolve the issue rp-bezel, front, w/nav was replaced by asp. System works as specified post this action. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported an unresponsive navigation-ring. It is unknown if there's patient involvement. The manufacturer still needs to complete the investigation of this event. An updated report will be provided upon completion of the investigation.